Event description:
It was reported that there was a loss of therapeutic effect. Therapy was not effective since (B)(6) 2015. The implantable neurostimulator (ins) had depleted since (B)(6) 2015. The patient did not want it restarted and wanted her implantable neurostimulator (ins) taken out. The patient also gained weight and the device was aggravating her. She did not have a current managing doctor for the stimulation therapy. The patient had an appointment with her healthcare provider (hcp) 3 days later but manufacturing representative (rep) did not show up for the appointment. The patient was not sure why the hcp wanted a rep present because the patient wanted to have the device removed because it was aggravating. It was later reported that the doctor would remove the device but wanted the patient to wait a month. The hcp did not think she was stable. It was also noted that the device ¿flops around¿ and made her sick to her stomach. It was also noted that the doctor gave her lyrica for her fibromyalgia but it was not working. She also had severe nerve damage and had been operated on 15 times for her nerve damage. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).